Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had moved proximally on the balloon and the crimped stent was severely damaged along its entire length. The balloon cone profiles were reviewed and no issues were noted with the distal balloon profile, however the proximal balloon profile was disturbed due to the encroachment made by the stent moving proximally towards the proximal cone. The balloon did not appear to have been subjected to positive pressure. The stent was found to have moved proximally on the balloon however crimp markings were evident on the exposed distal portion of the balloon wall indicating good crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile or the distal shaft and tip profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The >80% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). After a 6fr non bsc guide extension catheter was engaged in the left main, angiography was performed. After a non-bsc guide wire crossed the lesion, predilation was performed using a 2.5x10mm and a 3x12mm nc balloon catheters. Subsequently, the physician, advanced a 3.50x12mm promus element plus stent, but failed to cross the lesion despite several attempts were made and even with a choice floppy guide wire as support buddy wire. During stent negotiations at the lesion, the physician noticed that the stent was dislodged from the balloon due to calcification. Hence, the physician slowly withdrawn the device and abandoned the case with medical management. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The >80% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). After a 6fr non bsc guide extension catheter was engaged in the left main, angiography was performed. After a non-bsc guide wire crossed the lesion, predilation was performed using a 2.5x10mm and a 3x12mm nc balloon catheters. Subsequently, the physician, advanced a 3.50x12mm promus element plus stent, but failed to cross the lesion despite several attempts were made and even with a choice floppy guide wire as support buddy wire. During stent negotiations at the lesion, the physician noticed that the stent was dislodged from the balloon due to calcification. Hence, the physician slowly withdrawn the device and abandoned the case with medical management. No patient complications were reported and the patient's status was stable.